Manufacturer narrative:
D3: address corrected. H3: one device was received for evaluation. There was no repair history. Review of even history log identified a primary audible alarm background test. The interconnect board was replaced to fix the issue. The primary speakers were tested and the testing results before replacement are 1:9, 2:17, 3:34, 4:83, 5:154 and post replacement are 1:14, 2:27, 3:55, 4:120, 5:184. The device passed all verification testing.

Manufacturer narrative:
B5: additional information was received stating that the device's primary audible alarm repeatedly alarms after gluing j9 connector. There was no patient harm/adverse event reported. D3: correction.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited primary audible alarms while in use with patient. The event occurred at the hospital. There was patient involvement and unknown patient harm/adverse event reported.